Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer drank orange juice and ate candy the night before and the blood glucose was 87 mg/dl. Customer woke up and noticed the insulin pump was completely dead. Customer's blood glucose value was 492 mg/dl at the time of the call. Troubleshooting was performed and the display returned. Customer declined troubleshooting for high blood glucose reading. Customer was advised a battery cap will be sent out. The insulin pump was not returned for analysis.